Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample when processed using a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. A vitros tropi es lot 2880 performance issue is not likely to be a contributing factor based on the historical quality control results. Additionally, there is no evidence of a reagent malfunction. However, the customer did not process a control fluid with a troponin I concentration at or below the url, therefore a reagent issue could not be entirely ruled out as a contributing factor to the event. Furthermore, vitros tropi es precision testing was within acceptable guidelines suggesting that an instrument issue was not likely to be a contributing factor. It is unknown whether the customer followed the sample collection device manufacturer¿s recommendations for sample centrifugation, therefore pre-analytical sample processing could not be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause is unknown.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample when processed using a vitros troponin I es reagent lot 2880 in combination with a vitros eciq immunodiagnostic system. Patient sample result of 0.201 ng/ml versus the expected result of 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physical action if undetected. The non-reproducible, higher than expected, vitros tropi es result of 0.201ng/ml was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).